Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer gave herself a bolus with syringe and pump. The customer was explained the 2 high blood glucose rule. Customer decided to just change out the set because after taking out the reservoir she saw a lot of bubbles in the reservoir. Customer was advised that we would replace infusion set and send a canister for the return of the old infusion set.